Event description:
It was reported that water leaked from bottom of the arctic sun device. Per follow up information received via email on 13aug2024, device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is covered by CAPA#: 2666889. The device was evaluated upon receipt. Leaking. Replaced drain valve. Unit was evaluated for functionality per (B)(4) rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.